Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw 5101965) alleging an issue related to a continuous positive airway pressure (CPAP) device. Patient alleged of having headache, nausea and dizziness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of white dust and contamination in the air pathway, blower box and blower motor. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, e-200 and e-53 errors. The manufacturer concludes the contaminates found were consistent with white dust and an unknown contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.